Event description:
It was reported during an atrial fibrillation (afib) procedure, the carto 3 system would randomly display a 1201 (limb lead disconnected) error. The caller reports the 12-lead ECG amplitude would drop when the error was displayed and the intracardiac egm signals were also lost on the bard recording system. The caller was not sure if the intracardiac channels on the carto 3 system were also affected. The 1201 error would spontaneously resolve and the intracardiac and body surface ECG's would return. This error appeared several times until the 12-lead trunk cable was reseated in the patient interface unit (piu). At the time of the call, the error had not returned. Upon request, the bwi field representative provided additional information on the event on (B)(6) 2013. The signal loss occurred on all the channels, including all the body surface (bs) ECG's and all the intracardiac (ic) signals on both the carto 3 system and the bard recording system. The loss of signal occurred during pre-ablation after transseptal. The procedure was completed by using the carto xp system. The signal loss occurring on all the body surface (bs) ECG's and all the intracardiac (ic) signals on both the carto 3 system and the bard recording system is indicative of a reportable event, thus marking (B)(6) 2013 as the alert date for this report.

Manufacturer narrative:
Evaluation summary: (B)(4). It was reported during an atrial fibrillation (afib) procedure, the carto 3 system would randomly display a 1201 (limb lead disconnected) error. The caller reports the 12-lead ECG amplitude would drop when the error was displayed and the intracardiac egm signals were also lost on the bard recording system. The caller was not sure if the intracardiac channels on the carto 3 system were also affected. The 1201 error would spontaneously resolve and the intracardiac and body surface ECG's would return. This error appeared several times until the 12-lead trunk cable was reseated in the patient interface unit (piu). At the time of the call, the error had not returned. Upon request, the bwi field representative provided additional information on the event . The signal loss occurred on all the channels, including all the body surface (bs) ECG¿s and all the intracardiac (ic) signals on both the carto 3 system and the bard recording system. The loss of signal occurred during pre-ablation after transseptal. The procedure was completed by using the carto xp system. This error appeared several times until the 12-lead trunk cable was reseated in the patient interfact unit (piu). At the time of the call the error had not returned. In addition the bwi field representative said that they have not seen this error all week. Reseating the bs ECG cable in the piu resolved the issue. A device history record (DHR) was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).